Event description:
It was reported that a patient was being transported by helicpoter. The pump was plugged into the helicopter inverter and the screen went blank. The power was switched on and off three times with a white screen being displayed. The clinician was finally able to restart the pump. The transport was completed without further difficulty. There were no reported patient complications.